Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code/wrench code) has been confirmed. Upon investigation the monitor displayed a service code 204. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca allowing high voltage migration to low voltage circuits. The root cause for the shorted igtbs could not be positively identified. No adverse event resulted from the monitor malfunction.

Event description:
A us distributor reported that a monitor was displaying a service code/wrench code.